Manufacturer narrative:
One cadd ms3 pump, was returned for analysis. Visual inspection performed, and product found with rear housing damage and damage screen. The customer's reported problem was confirmed. Service's replaced the pump damage rear and front housing and replaced the damage screen.

Manufacturer narrative:
Device evaluation: the root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device evaluation: the root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
Information received that a smiths medical product cadd ms 3 pump was displaying " load and load" , however the consumer has a back pump to implement. No injury or adverse events reported. Patient uses device for pulmonary arterial hypertension.